Manufacturer narrative:
The device was returned to the MFR for evaluation. Evaluation determined that the device was cracked on the bottom of the canister. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.

Event description:
It was reported that the unit was received by the account with a crack in the bottom of the canister which leaked blood on the floor. No injury or adverse consequences were reported as a result of the incident.